Event description:
It was reported that a piece of the blade was stuck in the handpiece. This was discovered during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device had a fractured safety pin. The safety pin is found in the sag head assembly and serves to retain the blade. The pin can fracture due to improper loading of blades or use of non-stryker blades. This can result in a blade being stuck in the device and has to be forcefully removed or it will prevent insertion of blades by creating an obstruction in the sag head.